Event description:
The diabetes educator called to report that the customer was hospitalized for high blood glucose levels. The customer also experienced nausea and vomiting. Troubleshooting was performed, and there was a discrepancy with two of the boluses in the history. The insulin pump did not pass the prime or high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.